Event description:
It was reported that after wearing the pod between 1 and 4 hours the patient realized the pink slide did not move forward and the needle did not deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed. The download data showed that the device completed 49 pulses, all or which were first prime pulses, before being deactivated. No timeouts, drive stalls or alarms were observed in the download data. The bottom housing cannula window and eseal were checked for damages and no issues were observed. Rotation of the ratchet gear deployed the needle mechanism as intended. The device did not deploy because it was deactivated before the entire priming process was completed. No other damages or deficiencies were observed; the device functioned as intended.